Event description:
Device used in the left iliac artery. 4fr sheath inserted into right femoral artery for dx angiography. Retrograde sheath then inserted in left femoral artery. .035 wire, and catheter advanced through occlusion. Predilitation kissing balloon angioplasty performed at aortic bifurcation (pta balloon on right side, pta balloon on left side). Following angioplasty, physician selected 8x150 protege everflex setnt to treat lesion. Stent successfully deployed from distal aortic bifurcation to external iliac. Pta balloon was the introduced/inflated to post-dilate stent which resulted in a small perforation of the left iliac artery. Several inflations of a pta balloon were attempted to control bleeding of perforated vessel. A 7x5cm graft was the inserted and deployed across the site of the peforation which sealed off the perforation. Inverventional procedure was completed and pt was sent to recovery unit. -aprox 12 midnight pt informed nurse that she did not feel well. Pt then "coded" and expired shortly thereafter. Physician commented that the cause of death was still unclear. Physician suggested that a dissection might have occurred at distal aortic bifurcation and not at sight of original iliac perforation. Calcium and diffuse disease may also have contributed to perforation/dissection.

Manufacturer narrative:
Device not returned for analysis.method: device not returned for analysis.